Manufacturer narrative:
(B)(6).

Event description:
It was reported that ¿premature battery depletion¿ was experienced with the implantable neurostimulator (ins). It was unknown whether any external factors had caused or contributed to the issue and it was unknown whether any troubleshooting involving the device was performed. The ins was replaced as a result of the event and the issue was resolved. There were no further complications reported or anticipated. It was noted the patient¿s medical history included hypertension and a previous laminectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.